Event description:
The plaintiff's attorney alleges that the pt experienced a stroke and subsequently expired a week later as a result of the product administered for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.